Manufacturer narrative:
(B)(4). A hot axios stent and delivery system were returned for analysis. Visual examination of the returned device found the stent was received completely deployed. The outer sheath in the black marker was found damaged. The inner shaft was kinked in several sections and the tip was also detached. The outer diameter of the stent was measured and was found to be within specifications. No other issues with the stent and delivery system were noted. The damage noted on the delivery system may have been a result of excessive force applied while attempting to release the second flange from the scope. Taking all available information into consideration, the investigation concluded that the reported event and the observed failures were likely due to factors encountered during the procedure such as how the device was handled or manipulated, the interaction of the device with the scope, the anatomy of the patient, and the techniques used by the user, which limited the performance of the device. Therefore, the most probable cause is adverse event related to the procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution. A labeling review was performed, and from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on may 19, 2020 that a hot axios stent was to be implanted in a transgastric position to treat a pseudocyst during a pseudocyst drainage procedure performed on (B)(6), 2020. Reportedly, the physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. According to the complainant, during the procedure, the first flange was deployed correctly in the collection. The second flange was deployed in the scope; however, the second flange did not release from the scope. The physician pulled the first flange of the axios stent out of the collection and the device was removed from the patient partially exiting the scope. Another hot axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.